Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented with pain in abdominal area, it was also reported that the device would not deflate properly. The ipp was explanted. There is no additional information reported.